Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device was not firing. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 month prior to contacting lfs. The patient refused to report what type of medications she takes to manage her diabetes. The patient refused to report if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported several hours after the alleged issue occurred, she "didn't feel good." The patient reported on the day of the alleged issue, she went to the emergency room (ER) and a reading of "greater than 400mg/dl" was obtained, and the patient was given insulin (unknown type and dose) as treatment. At the time of troubleshooting, the cca was unable to assist the patient in troubleshooting the alleged issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issue, therefore delayed treatment and required medical treatment from a healthcare professional (hcp).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.